Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's wife reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 234 mg/dl. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to insert new aaa alkaline batteries. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump received with operating currents within spec. However, unit received with corroded battery tube. The insulin pump was monitored and no blank display anomalies were noted. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump received with broken reservoir tube lip, missing reservoir tube o-ring and minor scratches on lcd window.